Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited myopotential oversensing and the right ventricular lead exhibited noise oversensing, both leading to high ventricular rate episodes. No intervention was performed. The patient was stable and would be continued to be monitored.